Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone no.: +(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set; further described as "the marine part came off the pipe press." This occurred during disconnection after peritoneal dialysis therapy. The patient used tweezers to successfully remove the patient line and put on the new cap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, d9, h3, h6, and h11. B5: the home patient (hp) reported that they could not unscrew the ¿dark blue cap¿. When the hp unscrewed it "the wire was coming out". H11: the device was received for evaluation. A visual inspection and functional tests were performed which included leak, clear passage, and clamp function tests and no issues were observed. A solvent bond check/ hand twist test was performed. The female connector did not separate from the main body. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.